Manufacturer narrative:
(B)(4); the device was later explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. Multiple attempts were made to establish telemetry with the device, without success. A magnet was applied to the device but no tones were heard. The patient was released from the follow up and will return in three days. A boston scientific technical services consultant discussed troubleshooting steps, confirming the programmer was updated with the current software, using a stethoscope to better hear tones, or stacking two magnets to elicit a better response. A magnet reset could be attempted even if tones are not present. A review of the available device data, from may 2015, did not indicate any issues with the device at that time. No adverse patient effects were reported.